Manufacturer narrative:
Initial and final MDR (B)(6) - MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 5 infusion set fell off event on 3-may-2024. The infusion sets were in use for 1-2 hours. The glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. No further information available.